Manufacturer narrative:
Analysis of the subject device by the manufacturer showed that the main coil was returned separated from its pusher wire at the proximal segment, subsequently this event is being reassessed as a medical device report.

Event description:
Boston scientific neurovascular became aware that during treatment of a basilar tip aneurysm, the physician attempted to place the subject device in the target aneurysm, but it was difficulty to push it into the prowler-14 j-tip microcatheter. The subject device was then removed and it was found to have stretched. No complications with the patient were reported to have occurred as a result of this event.